Event description:
The physician deployed the filter, the arms deployed properly and the filter was completely unsheathed. All 6 legs would not separate from spline. After manipulation of the pusher wire, the legs disengaged, but did not open, with hooks and legs staying completely "straight." The filter began to migrate cephalad to the junction of the vena cava and the heart, just below the right atrium. The pysician decided to snare the filter and pull it caudally, and as it was pulled the filter became lodged in the common femoral artery. The patient was taken to the or and the filter was surgically removed.